Event description:
It was reported through an implant card that a vns pt underwent generator and lead replacement surgery due to high impedance. At the moment, good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.